Event description:
This lead was implanted on (B)(6) 2012 was capped on (B)(6) 2014 due to lead pull back. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).